Manufacturer narrative:
Upon receipt at our quality assurance laboratory, the console device was not returned; however, it was serviced at the facility of the customer by a field service engineer (fse). The blast shield was replaced. A functional test was performed based on the checklist, confirming that there were no problems with the output. One blast shield is being kept as a spare and inspected the fibers owned by the hospital and had them dispose the defective fibers. The usage of inspection scope was performed. The IFU states that is no indication that the device was not used in accordance with the IFU. The fse replacement of the blast shield has resolved the issue, and the unit was within specification. Therefore, the console was functioning as intended. The malfunction found could have affected the device performance leading to the event experienced by the customer. Based on the information available, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that during procedure, the device's blast shield was burnout. The procedure was not completed due to this event. There were no patient complications reported. This event is being reported for aborted/canceled procedure with a patient under anesthesia or sedation unknown.

Manufacturer narrative:
Updated block g2: report source, upon receipt at our quality assurance laboratory, the console device was not returned; however, it was serviced at the facility of the customer by a field service engineer (fse). The blast shield was replaced. A functional test was performed based on the checklist, confirming that there were no problems with the output. One blast shield is being kept as a spare, and the fibers owned by the hospital were inspected, with the defective fibers being disposed of. The usage of the inspection scope was performed. The IFU states that there is no indication that the device was not used in accordance with the IFU. The fse replacement of the blast shield has resolved the issue, and the unit was within specification. Therefore, the console was functioning as intended. The malfunction found could have affected the device performance, leading to the event experienced by the customer. Based on the information available, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that during procedure, the device's blast shield was burnout. The procedure was not completed due to this event. There were no patient complications reported. This event is being reported for aborted/canceled procedure with a patient under anesthesia or sedation unknown.